Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient went to clinic due to hvli alert. Hvli lifetime trend revealed high impedance. The lead was capped and replaced.